Event description:
Incompatibility of mannitol products with metrix company secure empty eva containers. Addition of 2 vials 25% mannitol ((B)(6) brand) to empty sterile eva container resulted in hard precipitant in short amount of time. Repeated with same results each time. Did not get administered to any pt.